Event description:
It was reported, the patient was in rehab because, their legs were really bad and the patient couldn¿t walk very well. It was noted they thought it might be related to the device/therapy. It started shortly after the patient "got it". The patient started "having difficulty" and it may have had nothing to do with it at all but, the healthcare professionals (hcp) thought it had an effect on it. It was noted, the "difficulty" started about a year after he got "it" [pump]. While the patient was in rehab, a uti (urinary tract infection) started. The patient went to the hospital a day and a half ago because of the uti and "out of his mind" confusion. It was noted they were trying to get him to "straighten" up so he could take therapy. The pump contained bupivacaine and dilaudid (hydromorphone).

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2009 (B)(6); product type catheter. (B)(4).